Event description:
The patient presented with unspecified signs and symptoms of the therapy not working. X-rays in 2009 revealed the sutureless connector ring was not firmly aligned over the pump; the catheter was disconnected from the pin connector. It was noted that the excess catheter in the pump pocket was kinked; there was no issue with the catheter itself. At about 5 days later, the patient was taken to surgery and the physician replaced the existing sutureless catheter with a sutureless pump connector that was spliced on. A good retrograde flow of cerebrospinal fluid was obtained. The pump was primed for the new catheter length only, accounting for the catheter that was trimmed off during surgery. The pump was reprogrammed for 100 mcg/day of baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.